Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that about the last 3 months the telemetry is slower and slower and now was very difficult to connect to the pump. The patient stated one time they were locked out with the reason the bolus was in progress so the patient restarted the handset and the patient kept encountering a message indicating they couldn't connect to the pump. The agent believed the bolus in progress was likely due to the clinician bolus being in progress. During the call, the patient indicated the handset indicated the patient was locked out for another 2 hours 31 mins. The agent tried to help pt to navigate to close the apps but the patient struggled. The patient provided therapy details: 3 boluses left for the day, bolus duration 2 mins, lockout duration 3 hours, dose restriction: 1 bolus/3hr, and max activations: 7/day. The patient powered the handset off and back on and reported no pump found. The patient turned off wifi and was able to get to retrieving pump settings and stated that the screen lags on this percent age screen and seems to be getting worse and worse. The patient reported no changes to pump implant site. An email was sent to the repair department for replacement device. Chronic telemetry issues.